Manufacturer narrative:
Event description: according to the info we received from the distributor, the instrument was used on an ortho case and when cutting a k-wire the tip of the cutter broke off on both sides. The broken pieces were located (but not returned for eval) and there was no pt injury. At the distributor's request, we thoroughly checked the affected instrument in our testing dept. Results: the instrument in question was mfg in a lot of 20 pcs in 4/05 and delivered to the distributor. We are able to trace back deliveries unitl 1/03 and since then a total quantity of 1409 pcs of this artice was delivered to the distributor without receiving a complaint of this nature. A thorough review of our production records confirms that the right materials had been used and that the instruments had been mfg in accordance with the given production specifications (as per drawing) and that it meets the standards. The tip consists of stainless steel as base material and an inserted cutting edge of tungsten carbide. Inspecting the instrument visually, we noticed the corner edge of the tungsten carbide insert to be broken and the beginning of rust in the area of the front locking screw (pls. See following pictures). We wish to point out that the instrument in question is to be used as a side cutter or front cutter and not as a corner cutter. That means it can either be used to cut with the front edge or the side edge, but it is not intended to use the corner edge (where side edge and front edge meet) for cutting material. Conclusion: based on above findings during visual inspection, we are of the opinion that the corner edge of the instrument had been used to cut material. Thus, the breakge can be attributed to incorrect user handling. Besides, the rust in the area of the front locking screw is an indication for improper maintenance (the locking mechanism had not been lubricated sufficiently). Since our production records indicate compliance with all sepcifications and our trend analysis reflects no problem with this pattern, this eval indicates no defect of material, no defect in design, or any defect in mfg and we feel that no corrective or preventive action from our side is to be taken. The user should be advised that no material should be cut with the edges of the instrument.